Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call severe hyperglycemia. The customer's blood glucose was 408mg/dl at the time of incident. Advised to change infusion set, treat with manual injections, and check ketones. Advised customer to stay hydrated, eat and continue to monitor their blood glucose. Ketones found at 2.1. Blood glucose was 159mg/dl by 7:33pm after treating with 4.7units of active insulin . The insulin pump will not be returned for analysis.